Event description:
Boston scientific crm received information that this dextrus atrial lead dislodged. In a revision procedure, the lead was noted to have tissue in the helix. The lead was then explanted and successfully replaced by a new lead.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.